Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the dislodgement was noted under fluoroscopy and a transvenous ipg system was implanted.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant procedure when the leadless implantable pulse generator (ipg) was placed, there was resistance when the tether was removed. An ipg dislodgement was confirmed under fluoroscopy when the pulling force was increased. The use of a snare was attempted to recapture the ipg, however it was difficult. The leadless ipg had been fixed in place and the physician elected to abandon the ipg in situ. The patient was externally paced and remains hospitalized. It was further reported that the dislodgement was noted under fluoroscopy and a transvenous ipg system was implanted. The delivery system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [(B)(4)] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant procedure when the leadless implantable pulse generator (ipg) was placed, there was resistance when the tether was removed. An ipg dislodgement was confirmed under fluoroscopy when the pulling force was increased. The use of a snare was attempted to recapture the ipg, however it was difficult. The leadless ipg had been fixed in place and the physician elected toabandon the ipg in situ. The patient was externally paced and remains hospitalized. It was also noted that the micra introducer was used more than six months passed the use by date. No patient complications have been reported as a result of this event.